Manufacturer narrative:
Pump received with the operating currents within spec. And passed the self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, displacement test, and the dat test at 0.08695 inches. Pump received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that he was currently hospitalized due to diabetic ketoacidosis. Caller stated that he was vomiting and paramedics were called. Blood glucose level at the time of the incident was 520 mg/dl. Blood glucose level at the time of the call was 377 mg/dl. The customer requested a replacement insulin pump. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.